Event description:
It was reported that when the doctor placed the implant and wanted to remove the mount to continue with the transfer, the mount was stuck and the doctor had to remove the implant. Tooth site 22. Procedure was not completed with other implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k011245/k002188.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) spmb12, (impl tapered sp 3.7mm 12m m hexagon) for evaluation. Visual evaluation / functional test was performed, no malfunction discovered. Implant detached from mount as intended. No malfunction identified. DHR review was completed for the subject lot number 2020110066. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020110066 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and excessive torque used to place restorative component or debris stuck in implant. Therefore, based on the available information, a device malfunction did not occur. The implant detached from mount as intended. No malfunction identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.